Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tube") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, vaginal discharge, cramp in lower abdomen, yeast infection, hemorrhoids, vulvovaginitis, candida nos and bleeding menstrual heavy. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("plaintiff claimed hormonal changes describe: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In 2011, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, confusional state ("confusion"), alopecia ("hair loss"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), hot flush ("hot flashes") and pain ("body pain"). The patient was treated with surgery (to remove the essure, hysterectomy (full),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, confusional state, alopecia, tooth disorder, dyspareunia, anxiety, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals and weight increased outcome was unknown and the pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, confusional state, device dislocation, dyspareunia, headache, hot flush, menorrhagia, migraine, pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was noted to have a 3.7 cm simple cyst of the right ovary. She wonders if she could be pregnant but her pregnancy test is negative. There were 3 trailing coils on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral fallopian tube occlusion ultrasound scan vagina - in (B)(6) 2011: they were in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight increased, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- plaintiff claimed hormonal changes describe: anxiety, hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, migration of essure device location of device: fallopian tube, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, body pain. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tube"), device expulsion ("lumen is embedded with a coiled metal wire") and embedded device ("lumen is embedded with a coiled metal wire") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, seizures, fibromyalgia, hypertension, cholecystectomy and hiatal hernia repair. Previously administered products included for an unreported indication: trazodone. Past adverse reactions to the above products included drug hypersensitivity with trazodone. Concurrent conditions included overweight, vaginal discharge, cramp in lower abdomen, yeast infection, hemorrhoids, vulvovaginitis, candida nos, bleeding menstrual heavy, hypertension, ovarian cyst, menorrhagia, vaginal bleeding and perineal pain. Concomitant products included nuvaring for birth control as well as evra (ortho evra), levetiracetam (keppra), lisinopril (prinivil), lorazepam (ativan), medroxyprogesterone (depo provera), propranolol and zolpidem tartrate (ambien). In april 2011, the patient had essure inserted. In april 2011, the patient experienced anxiety ("plaintiff claimed hormonal changes describe: anxiety"). In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), confusional state ("confusion"), alopecia ("hair loss"), tooth disorder ("dental issues"), hot flush ("hot flashes") and pain ("body pain"). The patient was treated with surgery (to remove the essure, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy) and surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, embedded device, confusional state, alopecia, tooth disorder, dyspareunia, anxiety, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, weight increased and hormone level abnormal outcome was unknown and the pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, confusional state, device dislocation, device expulsion, dyspareunia, embedded device, headache, hormone level abnormal, hot flush, menorrhagia, migraine, pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was noted to have a 3.7 cm simple cyst of the right ovary. She wonders if she could be pregnant but her pregnancy test is negative. There were 3 trailing coils on the left and 4 on the right. Discrepancy noted as per pfs: insertion date of essure device: 14-may-2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on 10-jan-2013: successful bilateral fallopian tube occlusion ultrasound scan vagina - in july 2012: they were in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight increased, pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical records was received. Event per mr: "lumen is embedded with a coiled metal wire" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tube") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, vaginal discharge, cramp in lower abdomen, yeast infection, hemorrhoids, vulvovaginitis, candida nos, bleeding menstrual heavy and hypertension. Concomitant products included nuvaring for birth control as well as evra (ortho evra), lisinopril (prinivil), lorazepam (ativan) and medroxyprogesterone (depo provera). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("plaintiff claimed hormonal changes describe: anxiety"). In 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain / loss specify which one: weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, confusional state ("confusion"), alopecia ("hair loss"), tooth disorder ("dental issues"), hot flush ("hot flashes") and pain ("body pain"). The patient was treated with surgery (to remove the essure, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, confusional state, alopecia, tooth disorder, dyspareunia, anxiety, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, allergy to metals, weight increased and hormone level abnormal outcome was unknown and the pain had not resolved. The reporter considered allergy to metals, alopecia, anxiety, confusional state, device dislocation, dyspareunia, headache, hormone level abnormal, hot flush, menorrhagia, migraine, pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was noted to have a 3.7 cm simple cyst of the right ovary. She wonders if she could be pregnant but her pregnancy test is negative. There were 3 trailing coils on the left and 4 on the right. Discrepancy noted as per pfs: insertion date of essure device: 14-may-2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful bilateral fallopian tube occlusion ultrasound scan vagina - in (B)(6) 2012: they were in place. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight increased, pelvic pain. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received : event hormonal changes was added. Lab data date was updated. Event onset date was updated. Concomitant drugs and conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, confusional state ("confusion"), alopecia ("hair loss"), tooth disorder ("dental issues") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, confusional state, alopecia, tooth disorder and dyspareunia outcome was unknown. The reporter considered alopecia, confusional state, device dislocation, dyspareunia and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.